Manufacturer narrative:
The scope referenced in this report is an olympus asset device and was returned to olympus. The scope was inspected and found minor dents and scratches on the distal end cover, insertion tube, and control body. In addition, minor play was noted on the control knobs. The scope was only inspected and no service was done as no critical damages were noted. As part of our investigation of this report, an olympus endoscopy support specialist was dispatched to the user facility to observe the facility¿s reprocessing practice and to provide reprocessing training. No reprocessing deviations were noted. Based on the investigation findings, the cause of reported event could not be determined.

Event description:
Olympus was informed that the reported duodenovideoscope culture tested positive for gram negative diplococci. The scope was not used on patients. No patient infections occurred. The culture test was performed as part of the user facility¿s protocol. In addition, it was reported that the user facility uses a medivator¿s advantage plus automated endoscope reprocessor (aer) machine with rapicide as the disinfectant.

Manufacturer narrative:
The olympus asset scope was sent to an independent laboratory for culture testing and ethylene oxide (eto) sterilization. The scope culture tested positive for the reported organism of cocci as well as (B)(6). The scope was then eto sterilized and returned to olympus for a device evaluation. A boroscope was used to inspect the biopsy channel and found scrape and scratches on the interior wall. The suction channel was also inspected with a boroscope and found hard water like stains after the scope went through the aeration process. Scrapes and scratches were also noted on the interior wall of the suction channel. Upon further inspection of the distal end, dents and scratches were noted on the distal end cover. In addition, the glue around the nozzle was found with pin holes. A foreign residue was also noted on the top of the glue. The scope passed leak testing. The scope was serviced. Based on the independent laboratory results and the device evaluation findings, the most probable cause of the reported event is likely attributed to insufficient reprocessing of the scope. The reprocessing instruction manual states, ¿an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. All disinfection methods (whether performed manually or by an automated endoscope reprocessor), and all sterilization methods (whether performed by ethylene oxide gas or steam) require thorough prior cleaning of the instrument being reprocessed. If the equipment is not adequately cleaned prior to disinfection/sterilization, these processes will be ineffective. Immediately after each patient procedure and before disinfection/sterilization, thoroughly clean the endoscope and the accessories used with the endoscope. All channels of the endoscope, including the instrument channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿